Event description:
It has been reported to philips that the system was stuck at 00:00 and did not bootup. The device was not in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting up. Review of the system log file showed that there was a malfunction with geo pc. Upon troubleshooting, fse found that the f12 fuse was blown on mpdu, and it was replaced but it did not resolve the issue. Later fse found that the issue was due to defective power supply in the geo pc was causing a fuse blown in main cabinet and multiple power failure all over the system. So, fse replaced the geo pc and returned it to philips for further analysis. The analysis confirmed that the malfunction of geo pc was due to charging/discharging issue of cmos battery inside the psu. After replacement, the system was starting up with no geometry errors but tsmb on table was not booting up, then fse replaced the tsm module and loaded the software. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.